Event description:
The patient reported the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in their left eye (os). The patient reported has not had drops yet, but their pressure has risen since the procedure. The lens was implanted on (B)(6) 2009 and remains implanted. The facility reported the condition has been ongoing. A second surgical procedure was performed to released fluids on (B)(6) 2009 to bring the pressure down. The patient will be monitored for ocular hypertension/glaucoma suspect. The patient's post-op va is 20/20.

Manufacturer narrative:
Intraocular pressure rise. (Secondary surgery). Device evaluated by manufacturer? No. Lens implanted evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).